Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris medical infusion system administration set was clogged. The following information was provided by the initial reporter: alaris IV tubing would not prime past the 0.2 micron filter. New set obtained and primed with no incident.

Manufacturer narrative:
The customer reported that fluid would not flow past the filter. One sample model 10010454 lot 23075397 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was then attached to an IV bag filled with water. No flow was observed despite all clamps being in the open position. Upon further inspection under magnification, excess solvent was observed at the filter outlet port. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the most potential root cause for occlusion between tubing sleeve and filter could be related to the incorrect solvent application due opportunities with the bushing cleaning process (solvent dispenser issues). As a corrective/preventative action, the procedure was updated on october 27, 2023 with some improvements in the sequence of change of bushings and maintenance of the solvent dispensers. Additionally, a quality alert was created and communicated on december 07th, 2023, to the involved personnel. A device history record review for material# 10010454 and lot# 23075397 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info: material #:10010454 , batch #: 23075397. It was reported by the customer that alaris IV tubing would not prime past the 0.2-micron filter. New set obtained and primed with no incident. Verbatim: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2023. Site name/location: xxxxxx. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (health canada): incident details: alaris IV tubing would not prime past the 0.2 micron filter. New set obtained and primed with no incident. Frequency of problem: recurring serial or lot number: (B)(6). Supplier catalogue number: al10010454. Was the device retained? No. Expected type of investigation: lot review. Response received on 10-oct-2023: 1. Please confirm if there was any visible blockage on the tubing? Nothing noted. 2. Are you able to provide the quantity of defective tubing inspected? 1. 3. Is any photo of incident able to be provide? N/a. Response received on 16-oct-2023: 1) is the affected product and the connecting product available for investigation? Product is available, no mating devices retained. 2) please confirm if any damage was observed before infusion? None observed. 3) please confirm the exact location issue. Tubing would not prime beyond the 0.2 micron filter. 4) please describe in detail the sequence of events until the issue occurred. Tubing was used to spike bag of amino acids/dextrose tpn, procedure for priming tubing followed per mifu, fluid would stopped advancing at 0.2 micron filter, new set obtained.